Event description:
Pump was reported to overinfuse. 1000ml bag of pitocin was set to deliver at a rate of approximately 30ml/hr on pump #1 as a primary infusion. In approximately 5 hours, 800ml were reported to have been missing from the bag. The pt showed no signs of receiving the overdose of medication and the floor was not wet. Saline at a rate of approximately 125ml/hr. The healthcare professional noted she believes she saw the normal saline bag expand when this overinfusion was noted. No medical intervention was needed and no pt injury resulted.